Event description:
I was hospitalized for pneumonia in (B)(6) 2008. Had severe throat infection. Biopsy done at (B)(6) in (B)(6) 2009. It was infection. Biopsy spread it into joints. I even asked doctor for antibiotics. Her emergency room visit states I had throat biopsy. I also told her I wanted a white count, as I thought infection was in my knees. She refused, but states in report, "I think he is pill seeking". I assured her this was not the case and threw her out and another doctor came in. He sent me home with tylenol; no antibiotics. In few days all my joints swelled up; knees, shoulders, elbows, hips. I went to four emergency rooms in (B)(6). They did nothing. This has ruined my life. A simple throat biopsy and I went to emergency room four times, crying in pain. Now one little biopsy whatever was done. Biopsy spread infection to my joints or some drug they gave me destroyed my life in this hospital, (B)(6). "How do all of your joints go out in four days when I'm laid off, laying on couch watching super bowl." I went to emergency room begging for white count; they refused. (B)(6) was so-called doctor on call. Anyway, after this episode, my knees, hips, shoulders have been so painful. "I've lost 28 year job that I loved." Now I'm on welfare. (B)(6) wants nothing to do with me, as they say they can't see me because I'll sue them. Look, these people know what they did. I was also given some experimental antibiotic for my biopsy and signed a waiver, but can't find out what it was. It was a one dose antibiotic and very new. Since I didn't have insurance, couldn't afford the ten day supply of other stuff. The doctor gave me new stuff you only take once. Now I have had three surgeries, one knee replacement (B)(6), two shoulders (B)(6), and I'm in so much pain I can't go on. I had to move out of (B)(6) because the only doctors that would help me were (B)(6) miles away in (B)(6). This (B)(6) destroyed my life and they are betting, hoping, I will kill myself. They wished I'd go away and I've come close. How can I get a simple throat infection and few weeks later I'm unable to walk and am in screaming, agonizing, unbearable pain. I have tried to find out what they did. I know it had something to do with that biopsy and now they won't even help me and I have no cartilage in my joints. Thanks to them. How can this be in (B)(6), at (B)(6) hospital. I am alone in a room dying, thinking of suicide, all because they couldn't let anyone know that their throat biopsy room has bad germs in it that will attack your joints and destroy all of them in three to five days. "I want to know, was it a case of infectious arthritis or was it that super, one time only, antibiotic that I took to destroy my life and then not even allow me to make appointments." It's unethical, immoral. I just want this pain to stop because surgeries didn't work. I miss work. It's been almost 3 years. (B)(6) was last day I worked 2009, but the pain was too much; way too much. "My daughter never see college and I live in one room". I was homeless for a long time over this. A simple throat biopsy. God, I can't believe how (B)(6) hospital has treated me and all I ever wanted was to work.